Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the r waves were low and the right ventricular (rv) lead was undersensing. It was also reported that the right atrial (ra) lead was not sensing or capturing, and x-ray confirmed the lead had dislodged into the right ventricle. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.